Event description:
Spontaneous call, patient reported freedom pump stopped in the middle of the infusion. Patient was able to finish the infusion. Unk if device is still on hand in case a return is requested. New pump to ship on 03/26/2020. No additional information. Unknown if pt experienced any adverse events. Serial number unknown. Reported to (B)(6) by pt/caregiver.